Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Multiple products were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on: (B)(6) 2008: patient underwent the following procedure: retroperitoneal exploration and exposure of l4, l5 and s1 for two level orthopedic spine surgeries. Per op notes: metallic clips were placed on the mid sacral veins at the levels of l5 and s1 and that entire area from the middle of s1 to the middle of l5 was skeletonized. The patient was implanted with cage and rhbmp-2. The patient alleges unspecified injury due to the use of rhbmp-2

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.